Manufacturer narrative:
Concomitant med products and therapy dates: drill bit device and nail device ((B)(6) 2019). The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the radiolucent drive device was blocked and did not transfer any motion to the drill head. The device was disassembled, and it is observed that the bevel wheel bush and driving shafts were defective. It was noted that due to the gears being damaged and not transferring any force to the drill head, the drill bit stopped rotating. The gears were found to be broken in pieces due to applied stress which subsequently generated heat. It was determined that the gears had been damaged due to overloading and overheating. It was further determined that the device failed pretest for check for free movement. The assignable root cause of the broken gear, moving parts not moving smoothly, and the heat was determined to be traced to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the gears of the radiolucent drive device were found to be broken in pieces due to applied stress and subsequently generated heat. It was reported in the service order that during a surgical procedure for humeral diaphyseal fracture using a radiolucent drive device it was observed that when a drill bit interfered with the nail, the radiolucent drive made a rattling noise and the drill bit stopped rotating. It was reported that the user cooled the device down by using saline and the device could be restarted, but it stopped again. It was reported that the user then drilled without using the radiolucent drive and inserted two screws instead of three that were originally planned. It was reported that there was a less than 30-minute delay in the procedure due to the event. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.